Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4)

Event description:
It was reported that a (B)(6)-year-old female who underwent breast reconstruction revision with a 375cc mentor memorygel breast implant (right) and a 425cc mentor memorygel breast implant (left) experienced a bubble, chest pain, and possible rupture post procedure. The right side was stated to be painful, whereas the left side was stated to be uncomfortable. The patient plans to have magnetic resonance imaging performed in order to confirm the rupture. The nature of the bubble and side were not specifically clarified; however, the context indicates a bubble-like appearance of the breast. If additional clarification is received, then a supplemental report will be submitted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-22082 for contralateral prosthesis report.